Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was ¿overheating¿. The reporter confirmed that the malfunction was not related to the attachment device used with the motor device. The reporter indicated that there was less than a 10 minute delay in the surgical procedure to obtain a spare device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.